Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system displayed a recurrent high, out-of-range (oor) pacing lead impedance measurements. Additional information from the field representative indicates that the patient will be scheduled for a lead revision this month. There were no adverse patient effects reported. As of this time, the system remains in service.

Event description:
Additional information received indicates that this ICD displayed an alert for the device being programmed to monitor only (mo), as well as an alert for high, out of range ventricular pacing lead impedance measurements. The physician again opted to monitor the patient in a month. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.